Manufacturer narrative:
It was reported that an ear ulcer syringe component was difficult to squeeze. The reporting facility indicated that it was "almost like the material is thicker with not much give than usual." No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No photo or physical sample was provided for evaluation and a definitive root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that an ear ulcer syringe component was difficult to squeeze.